Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation procedure, the customer experienced an hour delay while troubleshooting the carto mapping system. During the case, the customer reports that the carto would not properly display force readings from the concomitant catheter. Finally, the case was performed with a smart touch catheter without using contact force. At the end of the case, when the catheter was removed from the patient, a zeroing was done easily with the same study and also with another template (new study).this force reading issue was assessed as non-indicative of an MDR reportable event. However, an MDR reportable procedural delay also occurred. The physician considered that the delay caused a potential risk to this patient due to prolonged anesthesia and the increase in the patient's risk profile as assessed by the physician making this event reportable complaint. The case was completed without any patient¿s consequence. Despite the biosense webster field service engineer¿s conclusion that the problem was related to the specific condition of this patient (patch in the heart), it was identified during further investigation that the patch is made of a material that could not influence the force measurement. The problem was that smart touch catheter was located too close to the location pad and this caused the issue. The system detected the wrong catheter location and displayed an alert 84 "force reading accuracy is reduced¿. According to the carto®3 system instruction for use (IFU): the force catheter indicates a force reading with reduced accuracy. The catheter is too close to the location pad. If necessary, continue the study without force data. Also, if alert 84 appears frequently, it may be necessary to use a thicker mattress or to add spacers to the location pad holder. The issue was not related to a system malfunction. It was related to an incorrect catheter location caused by user error. The system worked according to specification. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation procedure, the customer experienced an hour delay while troubleshooting the carto mapping system. During the case, the customer reports that the carto would not properly display force readings from the concomitant catheter. This force reading issue was assessed as non-indicative of an MDR reportable event. However, an MDR reportable procedural delay also occurred. The physician considered that the delay caused a potential risk to this patient due to prolonged anesthesia and the increase in the patient's risk profile as assessed by the physician making this event reportable complaint. The case was completed without any patient¿s consequence. Biosense field service engineers reported that the problem was related to the specific condition of this patient (patch in the heart) and not with the carto system. The technology used to measure the force is magnetic based, so whatever metal close to the smart touch catheter can cause a measurement problem. As the customer verified, the catheter and carto were working correctly outside the patient, it was possible to make the zero and no error was shown by the system. Error caused by the specific setup of the patient. System is working according to specification. System is ready to be used. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation procedure, the customer experienced an hour delay while troubleshooting the carto mapping system. During the case, the customer reports that the carto would not properly display force readings from the concomitant catheter. This force reading issue was assessed as non-indicative of an MDR reportable event. However, an MDR reportable procedural delay also occurred. The physician considered that the delay caused a potential risk to this patient due to prolonged anesthesia and the increase in the patient's risk profile as assessed by the physician making this event reportable complaint. The case was completed without any patient's consequence.